Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: according to the description of the event perforation and abdominal pain 25 days after filter placement is present. The pain resolved after filter retrieval. Imaging review confirmed the perforation. The root cause for the perforation cannot be determined. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient presented with abdominal pain 25 days after filter placement, this pain resolved after filter retrieval. Abdominal CT imaging performed at the time of presentation showed all four primary legs had significantly penetrated, posterior right lateral leg penetrates into adrenal gland and posterior left leg into crus of diaphragm. Patient outcome: unknown.